Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no a64 alarm and no vibrator anomaly during our testing. The insulin pump and blood glucose test meter functioned and communicated properly. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency failed self-test. The customer's blood glucose level was 120mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.